Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-apr-2026. Investigation summary: bd received 2 photographs, 1 video, and 5 samples for investigation. The evaluation of the photos and video identified underfill and tube push-off. Additionally, the returned samples were functionally tested for low or no draw and all five tubes drew within specification. None of the tubes pushed off the needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: underfill and tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k3e 5.4mg plus blood collection tubes, one tube pushed off and underfill occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photographs and 1 video for investigation. The evaluation of this evidence identified underfill and tube push-off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: underfill and tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k3e 5.4mg plus blood collection tubes, one tube pushed off and underfill occurred. No adverse impact was reported regarding the patient or user.